Event description:
The customer reported that their ems mrx defibrillator indicated an internal paddles failure.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. The factory has not yet received the device for evaluation, and the complaint is still investigated. A follow-up report will be submitted upon completion of the investigation.